Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you explain how the suture dissolved? What medical or surgical intervention was required?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Following the procedure, the suture was not dissolving as it should. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Representative samples were received for evaluation. The samples were visually examined. The packets were opened and the needles were attached to the sutures. The swage area of the needle/sutures were examined for visual inspection attribute defects and no attachment defects were noted. The sutures were dispensed without problems and examined along of the strand and no defects were found, the sutures did not present defects.